Event description:
It was reported that an o-ring was missing and on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.